Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 21 mmol/l. No further information provided.

Manufacturer narrative:
No unexpected motor error alarms noted. The insulin passed displacement test, rewind test and basic occlusion test. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump had was leaking motor oil, cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).